Event description:
It was reported the patient presented for implant procedure. During surgery, the delivery catheter failed to go into long tether mode and the atrial leadless pacemaker (lp) spontaneously released from the delivery catheter after fixation. Electrical numbers were acceptable and the lp remained implanted. In the recovery room after the procedure, the patient experienced hypotension and chest discomfort. Echocardiogram confirmed an effusion. The patient was in stable condition.